Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/21/2019. The manufacturer's field service engineer (fse) confirmed the reported problem. The fse replaced the front bezel to address the finding. The fse tested the unit; the unit was fully operational. The unit was within the manufacturer's specification and was returned to service.

Event description:
The manufacturer's field service engineer (fse) confirmed that the unit had a failed navigation ring (nav-ring). There was no patient involvement at the time the issue was discovered.